Manufacturer narrative:
The compressor's motor was replaced by our field service engineer. The replaced part has been requested for investigation, but not yet received. A supplemental MDR report will be sent when the investigation is completed. (B)(4).

Event description:
It was reported that a compressor mini displayed low pressure during preventive maintenance. There was no patient involvement. (B)(4).